Event description:
During assistance with a check drain line alarm on the home choice (hc), during use, during drain 2; the customer revealed they have been reusing the drain line extension. They stated that they changed the line two nights ago. The baxter technical service representative (tsr) then had the hp replace both drain line extensions and then resume the drain.

Manufacturer narrative:
(B)(4). The problem is a result of use error and is therefore confirmed. The assignable root cause was intentional mis-use of the product. The label review found the patient at home guide to be adequate for the use error in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.